Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following preparation of the sheath, the sheath was inserted into the left atrium. Before inserting any other devices into the sheath, it was noticed that the airlock of the sheath had an issue with the valve, and the airlock was drawing air. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with the dilator fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. The faradrive steerable sheath was prepared for leak testing, however, an attempt to purge the sheath of air was unsuccessful as the device was observed to leak from the proximal end of the sheath. Thus, no leak testing could be performed on the faradrive steerable sheath. Microscopic inspection of the hemostatic valve identified the hemostatic valve was not sealing properly, likely due to the dilator being inserted in the sheath for an extended period of time during transit to boston scientific. Microscopic inspection also revealed a tear in the inner valve, creating a leak path.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. Following preparation of the sheath, the sheath was inserted into the left atrium. Before inserting any other devices into the sheath, it was noticed that the airlock of the sheath had an issue with the valve, and the airlock was drawing air. The sheath was replaced, and the procedure was completed without patient complications. The sheath was returned for analysis.